Event description:
It was reported, a dystonia patient with dual deep brain stimulator, had been experiencing a loss of therapeutic effect and more frequent headaches. It was also reported upon checking the device, the stimulation was off. The patient works on an air force base and the workstation is near large generators. It was suspected there was some interference with the stimulation device. Additional information has been requested, but was not available on the date of this report. See also MFR report# 3004209178200806982.